Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and patient via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver gablofen (baclofen) 1000mcg/ml at 212mcg/day. It was reported that a catheter revision was scheduled. Exploration was done. Once the pump pocket was opened, the physician determined that the catheter was aspirating and decided to replace the pump "to rule that out". A possible pump malfunction was noted. The pump replacement occurred on (B)(6) 2025. Signs or symptoms that the patient was experiencing related to the issue were not applicable. Environmental, external, or patient factors that may have led or contributed to the issue were not applicable. Interventions or actions taken to resolve the issue were not applicable. At the time of this report, the issue was resolved and the patient status was "alive-no injury". The patient's weight and medical history were asked but would not be made available.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the initial indication for the catheter revision was a loss of therapy.

Manufacturer narrative:
H3. Analysis of the pump identified no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #707620190:analysis information -- 2025-03-12 07:03:32 cst pli# 10 product ID# 8667-40 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp), patient, and manufacturer representative (rep) indicated that the hcp had performed a study and the pump wasn't functional as the patient's tone never improved after pump replacement last year. Their post operative diagnosis was baclofen pump malfunction. Rep believed they may have tried to put a contrast medium into the pump to attempt to test pump function. The patient also reported that their pump did not work and that was why it was replaced.